Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer generated an error code during a software update. The micro processor unit (mpu) was replaced, and the hard drive was re-imaged. It was noted that the programmer failed the touchscreen debug procedure at final testing. An electromagnetic interference(emi) repair was performed, but the test failed. The xy-printed circuit board (pcb) was replaced to resolve the screen issue. The logo button was missing, the logo button was installed. The upper handle cover was damaged. The handle cover was replaced. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer generated an error code during a software update. Troubleshooting steps were taken to reboot the device twice. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.